Event description:
Spontaneous report. Indication: myasthenia gravis without (acute) exacerbation. Patient stated his curl pump was displaying error code45? Turn pump off/on call provider? On (B)(6) 2023 the home health care nurse was able to complete infusion via gravity. No missed dose. No reported adverse effects reported. Pump will be returned. Reported to (B)(6) by pt/caregiver.